Manufacturer narrative:
No samples were returned for investigation. Profiler w48402 was previously tested with positive control, calibrator h for troponin recovery. No high bias in tni recovery was observed with the positive control samples. All data points were within mfg specs. Based on the triage package insert (pi), an elevated tni value would be observed at tni level of greater than 0.40ng/ml. Reported tni results for all three pts were less than 0.40ng/ml. The customer was informed of this and that the triage device should be used as an aid in the diagnosis of an myocardial infarction (mi) or congestive heart failure (chf). Product support was unable to rule out sample specific interferences or other environmental factors that may have affected analyte recovery. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false positive troponin (tni) on several patients tested with the triage cardiac profiler compared to the hospital's devices. Customer's tni cutoff is 0.10. Whole blood edta full draw tubes used. Same samples were sent to hospital and tested on triage again with cardiac panel (lot not available) and an ultra sensitive tni instrument. Hospital tni cutoffs are not known. Caller provided results for three pts. Tests were performed in a clinic lab and was ordered by a general doctor. No serial draws were taken. No pt info or diagnosis was provided. Controls ran ok. Room temperature was 68-71f. Humidity was 68-74%. Thermometer not close to meter. No other instruments close to meter. No air vent above. Devices were allowed to reach room temperature for at least 15 minutes. Samples mixed well before loading to device. Caller is not sure how tests were performed in hospital labs.